Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was in the hospital for diabetic ketoacidosis. The patient's blood glucose was not provided. The nurse called because the doctor wanted a medtronic representative to come to the hospital and inspect the pump for damage and functionality. Troubleshooting for the pump was offered just in case the diabetes trainer could not help that day but it was declined due to the doctor wanting to see a representative in person first. An email was sent to a medtronic diabetes trainer located near the hospital. No products were shipped or returned.